Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6), 2009, patient underwent bilateral hip replacement surgery and received two depuy asr hip implants. Patient has experienced pain and lack of mobility, as well as elevated levels of chromium and cobalt. Patient has had a revision surgery for one side. She is scheduled for another revision surgery.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Medical records received that provided part/lot details. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.